Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys cortisol ii on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a cortisol value of < 0.054 ug/dl accompanied by a data flag. The sample was repeated, resulting in a value of 11.82 ug/dl. The cortisol reagent lot number was 529080. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration data was within expectations. Quality controls were within range. Upon review of the alarm trace, no relevant alarms were observed on 03-aug-2021. Performance testing was run and passed. The alignments of the probes were checked and were ok. The instrument was checked. The investigation could not identify a product problem. The cause of the event could not be determined.